Manufacturer narrative:
Lesion stenosis was 90%. The lesion was severely calcified. Tortuosity was moderate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 37th and 38th distal stent wrap with struts raised and overlapping. Slight deformation was evident to the distal tip. The inner lumen patency was not verified due to blood and contrast in the lumen. Kinks were visible on the distal shaft at 21 cm proximal to the distal tip. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to a lesion in the prox lad, type a lesion with stenosis. There was no damage noted to packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues. There were no abnormalities reported in relation to anatomy. The lesion was pre-dilated. The device did not pass through a previously deployed stent; it was a new stenosis. Resistance was encountered when advancing the device and normal force was sued during delivery. It is reported that stent deformation occurred in vivo during positioning. The deformation occurred after attempting to deliver the stent 3 times into the occlusion. No patient injury is reported.